Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The sensor replacement alert was presented to the user on october 30, 2023, on day 149 after insertion. The returned sensor was tested in-house, and it revealed a loss of chemical performance which caused a decline in the signal modulation throughout the insertion period. The system correctly disabled the sensor due to performance deviation, and the system's self-test functions were working normally. The root cause of the failure was due to the sensor's hydrogel oxidation. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report updated to 22 february 2024. G3. Date received by manufacturer updated to 22 january 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 30th 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.